Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not feel well. It was discovered that the right atrial lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.